Manufacturer narrative:
Livanova has received a report of an ee20 error message (patient circuit 2 pump does not start) displayed by a heater-cooler 3t system, no patient and user impact was reported. A sap review was conducted and it was found that the status of service order (B)(4) is ¿canceled customer request¿. A follow-up e-mail was sent to the livanova service representative in charge who confirmed that no activity is going to be performed at the customer's site since the heater-cooler 3t will be disposed. A device service history review has been performed and identified that the unit was manufactured in 2014 and no other similar events have been reported. Based on the available information and according to the result of the investigations performed about previous similar instances of the fault, it cannot be ruled out that the most likely root cause of the reported event is corroded/damaged motor bearings, probably due to environmental conditions, or wear of the bushing, due to a misalignment of the motor shaft, with the contribution of the action of disinfectant used during cleaning procedures. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with livanova field service representative it was learned that the involved unit will be removed from service as per decision taken by the customer, who will dispose of. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. H3 other text : customer canceled request for repair.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during maintenance. There was no patient involvement.